Event description:
It was reported that during attempted implant of the lead, high impedance measurements were noted. Therefore the lead was removed and replaced with a new lead. It was also reported that after the lead was removed, blood was seen under the outer insulation of the distal portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed.)